Event description:
It was reported that this implantable brady device entered in safety mode. It was clarified that the patient was not managed by the health care facility and was not followed on latitude at the time of the interrogation, therefore, they could not provide the model/serial number of the device. Replacement of the device was recommended. At this time, this device remains in service. No adverse patient effects were reported.